Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead integrity alert (lia) on the right ventricular (rv) lead triggered by high rate non-sustained episodes and sensing integrity counter (sic). After review it was determined that the lia was caused by oversensing electromagneticinterference and it was confirmed that the patient was using tools at the time of the event.